Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump was also received with moisture damage on the electronic assembly. The pump was received with a cracked case at the display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother stated that the customer had bubbles on the screen of the insulin pump. Customer's blood glucose was 309 mg/dl. Customer also had a button error alarm due to the pump being submerged. Caller stated that the customer is getting treated. Caller stated that the alarm occurred right after the pump was exposed to moisture. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan.